Event description:
It was reported that the ilet issued an insulin-empty alert overnight, after which the user disconnected and set the device aside for several hours; upon waking, the user¿s blood glucose was low at 62 mg/dl, was treated with oral carbohydrates, and a subsequent libre 3+ connectivity error occurred before later reconnecting, after which blood glucose rose to 276 mg/dl and then began trending downward as insulin delivery resumed. Customer care provided support that included review of cgm connectivity status, and real-time glucose trends during the call. Investigation of this case revealed that the hyperglycemia was likely secondary to cgm signal loss following treatment of hypoglycemia, during which the ilet suspended and then lacked sensor input to deliver correction insulin until connectivity was restored, consistent with sensor error and out-of-drug conditions. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with sensor connectivity issues following a low-glucose suspension. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.